Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited oversensing with lead manipulation at the time of implant. The bipolar lead model 4269 was removed from the header, reinserted and the sensing issue was corrected.